Manufacturer narrative:
The repair center found the power switch cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the lamp keeps turning off. Upon inspection of the customer returned device, olympus repair center found the illumination light was not emitted due to lamp socket deterioration and the lamp fuse has malfunctioned. This report is being submitted for the malfunctions found during evaluation. There was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the lamp socket deterioration and lamp fuse malfunction could not be identified. Olympus will continue to monitor field performance for this device.